Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump had big crack on screen. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on express bolus, esc, act, up and down. Device received with cracked lcd window, cracked case from display window corner, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).